Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump alarmed for motor rewind error (cs078) multiple times in the past 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/13/2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the alleged call service alarm was verified in the black box and duplicated during the evaluation. Review of black box data found records of the reported call service alarm. The pump powered up to the verify screen with auditory and vibratory features. All the buttons responded properly. Upon the first rewind/load attempt, the piston failed to move and the pump emitted the reported call service alarm. The rewind/load/prime sequence and the 24-hour basal exercise were unable to be completed. Battery compartment crack was observed from the threads to the grip pad. Pump casing crack was observed near the top right corner of the display. A leak test showed multiple leaks, at the battery compartment, the pump casing and the display lens. Moisture was observed behind the display. Pump casing was opened and further evidence of moisture intrusion was found on the printed circuit board.